Event description:
On 3/25/91 an ipp device was implanted. On 7/12/93 a capsule around the reservoir was broken. On 3/12/97 the device was removed from the patient and replaced due to curvature--patient needed more rigidity. Additional lot/ser# 9887l 004.